Event description:
It was reported that the customer had been getting no delivery alarms in the past. The caller stated that currently the insulin was not delivering, but the insulin pump did not alarm. The customer woke up with high blood glucose of 13mmol/l and could not go down. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.